Event description:
Additional information received indicated that the interstim therapy had not been very effective for the patient. In the beginning, it was ¿giving much help.¿ it was stated the patient had gotten increasingly worse in the last year however. A loss of therapeutic effect and bladder control was noted. It was indicated the patient had been working with a doctor and manufacturer representative to ¿monitor and program this.¿ the patient had tried all four programs. Cramping was again reported in the patient¿s left leg and buttocks. The patient could not sit still and felt aggravated, which prevented them from sleeping. Stimulation was turned down ¿20 degrees¿ and the patient was able to sleep, but was not getting any therapeutic benefit. In addition, it was reported the patient has had four bladder infections from (B)(6) 2012. An additional bladder infection occurred about a month prior. It was added the patient had a sling (implanted prior to interstim) that the healthcare provider thought may have been causing the problems the patient was having as it was not placed right. It was removed in (B)(6) 2013. The reporter also expressed concerned that an MRI was ¿almost¿ done, but the patient did not have the MRI. The MRI was not device or therapy related. Additional information has been requested, a follow up report will be sent if additional information is received.

Event description:
It was reported that the patient had never felt therapeutic effect and that the device was not working. Patient had to get up three times a night and change clothes three times per day. Patient had sometimes left puddles. The device caused the patient a cramping sensation like a "charlie horse" in the hip and leg on her left side. Programs 2 and 3 were more 'crampy' feeling. Program 1 was comfortable, and patient was on program 4 at 1.70 and it was comfortable. The patient had been experiencing these symptoms since implant. Patient had doctor's appointment scheduled for (B)(6). Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3093-33, lot# v498896, implanted: (B)(6) 2010, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).